Manufacturer narrative:
(B)(4).

Event description:
It was reported during the patient's crt upgrade procedure, the right ventricular lead exhibited high thresholds. As a result, a new lead was implanted . No adverse consequences were reported.